Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. On 2023-12-15, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and swelling. No further patient complications were reported.